Event description:
The provider stated, the unit has low output pressure.

Manufacturer narrative:
(B)(4) issued MFR. Report # 153116-2013-04050 indicting the serial number as (B)(4) when the actual number is (B)(4).